Manufacturer narrative:
Additional information: mean and mode was used. Date of publication was used as date of event. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Stent obstruction is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Through a review of the article ¿12-month outcomes of combined phacoemulsification and istent inject in (B)(6) eyes with normal tension glaucoma: a single-centre experience¿ it was learned that the following events occurred. It was reported that following trabecular microbypass stent system procedures, seven (7) eyes presented with stent obstruction by (B)(6), which required laser iridoplasty. Any omitted information was not provided through follow-up for additional information. Please reference the attached article for further details.

Manufacturer narrative:
Additional information: (B)(4): mean and mode was used. Date of publication was used as date of event. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Stent obstruction is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Through a review of the article ¿12-month outcomes of combined phacoemulsification and istent inject in (B)(6) eyes with normal tension glaucoma: a single-centre experience¿ it was learned that the following events occurred. It was reported that following trabecular microbypass stent system procedures, seven (7) eyes presented with stent obstruction by (B)(6), which required laser iridoplasty. Any omitted information was not provided through follow-up for additional information. Please reference the attached article for further details.